Event description:
Healthcare professional reported right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and brown particle in the fill channel. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening in the anterior side assessed as surgical damage. Opening.